Event description:
It was reported the camera head had an orange tint. The issue occurred during an unknown procedure and was completed without delay using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found color lines in the image, intermittent image loss, and a cracked coupler. Based on the results of the investigation, it is likely that the following led to the malfunction: image issues due to damaged cracked connector. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.